Event description:
Physician reports that on at least five occasions the diaphragm of catheter did not function. Fluid seeped out of catheter and gas could be heard. Physician placed finger over to prevent air from entering catheter. Per telephone conversation, the dr stated that at no time the pt was in danger, or suffered any injury, there was no delay in the procedure, no device replacement and the pt tolerated everything well and is doing fine.

Manufacturer narrative:
Recall was submitted by the distributor on february 14, 1997.